Event description:
Loss of osseointegration, primary stability was achieved, diabetes mellitus, drug or alcohol abuse, smoker (1 pack/day), pain, swelling, abscess. Mm2024_1865 and 2024_1866 are the same patient. Implants placed in (B)(6) 2022, restored with maxillary denture on (B)(6) 2022, 3 of the 4 placed implants failed.